Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 57-year-old caucasian female who underwent breast augmentation revision unknown mentor gel implants experienced bilateral rupture post procedure. The ruptures were diagnosed through magnetic resonance imaging. As a result, an explant was performed on (B)(6) 2022. See 1645337-2022-10314 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on september 16, 2022. The lot and catalog numbers were obtained. Section d has been updated to reflect this. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. The mentor failure analysis lab received the device for evaluation on october 5, 2022. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On october 6, 2022 mentor obtained additional information. The serial number was obtained. The implant date was clarified to be (B)(6) 2007. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on october 7, 2022. This file has been identified as a duplicate of report 1645337-2022-09095. This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this on this file. The investigation of the returned device was completed by the failure analysis lab on october 18, 2022. Device evaluation summary: a manufacturing record evaluation was performed for the finished device 5669953 number, and no non-conformances were identified. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. In addition, an area of shell abrasion was observed on the edges of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).